Manufacturer narrative:
The device was returned and evaluated .in addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to a crack on scope body, water tightness was lost, due to deformation of upward and downward knob, water tightness was lost, due to damage on suction cylinder, water tightness was lost, due to damage on air and water cylinder, water tightness was lost, suction cylinder had no color, due to damage on air and water tube, water tightness was lost, due to clogging of channel tube, foreign objects come out of distal end, due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that biopsy channel had foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, foreign material adhered/clogged in biopsy channel was confirmed. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage at s-body, ud angulation control knob, suction cylinder, a/w-cylinder, a/w-channel, and biopsy channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.